Event description:
The customer stated that she was hospitalized due to hypoglycemia. Troubleshooting was performed and found that the insulin pump was programmed correctly. The displacement test passed. It was discovered that an 18 unit bolus had been delivered prior to the event. The customer stated that she did not remember programming the bolus. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.